Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a reimbursement counselor in united states on (B)(6) 2015 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted. The lot number used was c06520 (expiration date dec-2016). Consumer requested an essure replacement for 1 essure coil. It was stated that the essure coil broke and the physician had to use a different essure coil to complete the insertion. Ptc investigation result received on (B)(6) 2015. (B)(4). Final assessment: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If all IFU steps have not been completed, user attempts to reposition or remove the catheter assembly could lead to either a stretching or breakage of the micro-insert or a part of the catheter. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the micro-insert. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We were unable to confirm any quality defect or device malfunction at this time. The possibility of the micro-insert breaking during the procedure is an anticipated event. Medical assessment: this ptc was initiated due to a product quality issue reported in the context of a complicated device insertion. The ae case refers to a usability issue. However, no adverse events have been reported. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. Since no adverse events have been reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow up 06-mar-2015: follow up information received from the quality department in the medical center. Reporter stated that they did not know if they could give out the doctor's contact information but it would be confirmed. In addition, it was reported that when the doctor went to use the essure coils came loose and unraveled and the inserter device seemed stripped. There were several coils left outside of the fallopian tube. The doctor left coils remaining inside the patient. Essure lot number was c06520 and the serial number was (B)(4) with expiration date on 30-dec-2016. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that essure coil broke and the physician had to use a different essure coil to complete the insertion. This event is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device has broken during insertion procedure. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additionally, non-serious events were reported. Further information is being sought.

Manufacturer narrative:
Follow-up received on 24-jun-2015: essure health care provider general questionnaire was received. Information received from physician states that a (B)(6) female patient who has no previous gynecological intervention, problems or procedures, has as medical history or concurrent condition hypertension, colitis and allergy to bacitracin; had essure inserted on (B)(6) 2015. Patient was not post-partum at the time of essure insertion. According to health care professional, no cervical dilatation or sounding was applied during insertion. General anesthesia was performed. In addition, physician informed that the visualization of tubal ostium was easy (both sides visualized). Patulous cervix loss - fluid (as reported). The insertion, however, was considered difficult due to retroflexed/retroverted uterus horned channel. There was fluid loss more than 1500cc during hysteroscopy (stop cock leaked also) and the procedure took 30 minutes only (left side attempt). No imaging test was performed to confirm essure placement. As back-up contraception after essure insertion and before total occlusion confirmation patient used oral contraception. No hysterosalpingogram test was performed. Physician medically confirms the events and details. No perforation occurred, no related diagnostic tests were done and no treatment was provided. There were no pathology results and no hospitalization occurred. Outcome for each event was reported as normal. In addition, health care professional reported as not applicable whether patient's condition was related to essure. Essure devices were not removed neither removal is planned but reviewed as laparoscopy for bilateral tubal ligation with clips (laparoscopy plus hysteroscopy), portion of coil was noted in left tube. According to reporter, removal of essure was not medically necessary and there were no related diagnostic tests. Physician attempted to pull device out with hysteroscopy due to non-release from catheter only and device broke (small portion in place on tube). Patient presented pain in the day after only. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and it was reported that essure coil broke and the physician had to use a different essure coil to complete the insertion. This event is non-serious and was considered listed upon receipt of the product technical analysis. During difficult insertion/removals, single cases have been reported of essure breakage. In this case, device has broken during insertion procedure. Therefore, a causal relationship between this event and suspect insert cannot be excluded. This case was regarded as other reportable incident due to the device breakage, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The product technical analysis concluded unconfirmed quality defect and that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Additionally, non-serious events were reported. Further information is being sought.